Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2017, the patient experienced mood swings ("horrible mood swings"), asthenia ("no energy"), disturbance in attention ("coundn't focus") and arthralgia ("severe hip pain"). On(B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("weight increased"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, mood swings, asthenia, disturbance in attention and arthralgia had resolved and the weight increased outcome was unknown. The reporter considered arthralgia, asthenia, disturbance in attention, medical device removal, mood swings and weight increased to be related to essure. The reporter commented: it was difficult to get up and move from a seated position due to hip pain, which was immediately resolved after surgery. The following events were received via social media: arthralgia, asthenia, disturbance in attention, medical device removal, mood swings and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood swings ("horrible mood swings"), asthenia ("no energy"), disturbance in attention ("couldn't focus") and arthralgia ("severe hip pain"). On an unknown date, the patient was found to have weight increased ("weight increased"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, mood swings, asthenia, disturbance in attention and arthralgia had resolved and the weight increased outcome was unknown. The reporter considered arthralgia, asthenia, disturbance in attention, medical device removal, mood swings and weight increased to be related to essure. The reporter commented: it was difficult to get up and move from a seated position due to hip pain, which was immediately resolved after surgery. The following events were received via social media: arthralgia, asthenia, disturbance in attention, medical device removal, mood swings and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event weight increased added. Event of medical device removal added. Event of arthralgia which was previously captured as serious incident downgraded to non-serious. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('severe hip pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2017, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), mood swings ("horrible mood swings"), asthenia ("no energy") and disturbance in attention ("coundn't focus"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the arthralgia, mood swings, asthenia and disturbance in attention had resolved. The reporter considered arthralgia, asthenia, disturbance in attention and mood swings to be related to essure. The reporter commented: it was difficult to get up and move from a seated position due to hip pain, which was immediately resolved after surgery. The following events were received via social media: arthralgia, mood swings, asthenia and disturbance in attention. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.